Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that two days post implant, this lead was explanted due to perforation. Another lead was successfully implanted and no additional surgical intervention was necessitated based on the perforation damage. The lead is expected to be returned for laboratory analysis.

Event description:
It was reported that two days post implant, this lead was explanted due to perforation. Another lead was successfully implanted and no additional surgical intervention was necessitated based on the perforation damage. The lead was later returned for laboratory analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix housing. Analysis testing confirmed no product malfunction nor defects and electrical testing illustrated normal operation. Laboratory analysis was unable to conclusively determine root cause of the reported clinical observation however perforation can be a known risk of product use.